Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a consumer in a foreign country that a cup burst during use. No injury occurred. The manufacturer is investigating.